Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. A pericardial effusion occurred and the procedure was cancelled. During transseptal prominent eustachian valve of the inferior vena cava - ivc was making it difficult to get to the superior vena cava - svc. The physician used the versacross rf wire to advance to the svc, but was unable to advance to it. Then, he inserted the mechanical guidewire and it was unable to get to the svc. A non-boston scientific glidewire was inserted, and it went to the svc via a non-boston mpa2 5fr diagnostic catheter. The diagnostic catheter was removed. The versacross connect and the was double curve sheath were advanced to the svc. The patient pressure started dropping and pressors was given to stabilize the blood pressure. A pericardial effusion was seen on transesophageal echocardiogram (tee) and percardial tap was then performed. A total of 500ml of fluid was removed from the lateral wall and right atrium. The procedure was cancelled. A drained was left and the patient remained in intensive care unit for two days, fully recovered and was discharged (B)(6) 2023. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the versacross connect contributed to the patient complication, since during attempt to get tsp the eustachian valve was in the way and the physician had difficulty getting up to the svc. The patient was admitted to hospital beyond the standard of care. No pe was noted prior to tsp. The transseptal puncture was not obtained. The patient had no oac on board. The patient was not on antiplatelet drugs at this time. No known medical reason for the pericardial effusion. A versacross rf wire, a mechanical guidewire and a non-boston scientific glidewire were used and pulled down several times. There were difficulties with imagining the anatomy. There was some force used to try to advance the wire and sheath to the svc. The radio frequency was not attempted at all the system was removed and pericardial tap began. No other issues with transseptal devices were noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.